Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient born ((B)(6)) underwent pulmonary vein isolation (pvi) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was the reported that a pericardial effusion occurred in an pvi case. The surgery was delayed an hour due to the reported event. The action taken when the event occurred, drainage of the pericardium. The procedure was not successfully completed. It is unknown if fragments generated. The procedure was interrupted and closed. The patient went to the intensive care for 24 hour for observation. Other medical intervention was required: pericardiocentesis with 1.6 liter blood and 1 hour drainage of the blood. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 23-feb-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30661634l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2022, bwi received additional information regarding the event. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is procedure and patient condition. The patient had an extended hospital stay due to the pericardial puncture. The generator used in the case was a smart ablate. A transseptal puncture was performed. Ablation was performed prior to noticing the cardiac tamponade and there was no steam pop. The patient¿s anatomy changed during ablation due to the cardiac tamponade. The irrigation rates were high flow 8.15 and low flow 2 ml. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. There was no error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability set to 3mm max distance change, 3 s. Minimum time, force over time 25%, min force 3g (the recommended settings) with no additional filter used. B2: initial/prolonged hospitalization was checkmarked to indicate the extended hospitalization. E1: initial reporter information was also updated accordingly. H6 health effect - impact code updated to "hospitalization or prolonged hospitalization (f08). Concomitants updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).